Manufacturer narrative:
This is a reportable malfunction. The investigation is not complete. This report will be updated when the investigation is complete.

Event description:
Adjustment block knob seized.